Manufacturer narrative:
Analysis received the unit with button error alarm and no button response due to a flattened dome switch. Analysis was unable to perform the displacement, prime, and the excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm during rewind. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.